Manufacturer narrative:
The technician found the side rail latch cover is bent. The technician replaced the side rail latch cover to resolve the issue.

Event description:
The account alleged the side rail will not latch. No pt impact.